Event description:
It was reported that a one-link cap disconnected from the PICC (peripherally inserted central catheter) line during infusion at the medical intensive care unit. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.